Event description:
It was reported to boston scientific corporation in 2006 that an extractor rx retrieval balloon was used a procedure in the biliary tract performed the day before. (Patient gender, age, and weight unknown). According to the complainant, "this device was advanced to the target site. The balloon was attempted to inflate but it was not possible." The balloon was not tested for inflation prior to the procedure. There were no patient complications as a result of this event. The patient's condition was reported as ok.

Manufacturer narrative:
Cause of failure unknown. A functional check of the returned extractor rx retrieval balloon confirmed that the balloon would not inflate. On visual inspection, the balloon was found to have ruptured at its proximal end adjacent to the proximal balloon bond. No other defects were detected. A device history record review for this lot number was carried out and no anomalies were found. A search of the complaint database revealed no additional complaints reported for the same lot. The cause of the reported complaint is undetermined.